Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 - codes updated to imdrf codes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised on (B)(6) 2020 to remove the broken screw heads.

Manufacturer narrative:
Additional product code: ktt. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 , the patient had wi fracture of her intertrochanteric hip area and underwent an open reduction internal fixation surgery. Procedure was completed successfully. On or about (B)(6) of 2020, two years following her hip procedure, she was returning home and inside of her garage her hip gave out. Patient then saw her surgeon to describe the issue to him and x-rays were completed which revealed that the screws had all broken and the plate connecting the hip had pulled away from her femur with fracturing. The patient immediately went into another surgery to rectify the situation. It was detailed that all the screws that were inserted had failed over the two year period since her initial surgery. Patient underwent revision surgery for the removal of hardware and the femoral fracture was re-plated utilizing screws from another manufacturer. This report is for (1) 4.5mm cortex screw self-tapping 38mm. This is report 6 of 6 for complaint (B)(4).